Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Both of the customer results were flagged as exp which means that the reagent was expired when the results were obtained. The reagent calibrated on (B)(6) 2015 expired on (B)(6) 2015 while the patient results were generated on (B)(6) 2016. Labeling was reviewed and found to be adequate. The architect total b-hcg assay is labeled for use in the early detection of pregnancy only. It is not approved for any other uses such as tumor marker screening, tumor marker monitoring, etc. And it should not be performed for any other uses. The sample was requested and returned, however due to the insufficient volume for sample interference testing and also as the reagent used by the customer had expired, no testing was performed. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a false positive b-hcg result for one patient on the architect i2000sr analyzer. The following data was provided: initial 280, repeat 208.8 miu/ml. The sample was confirmed negative on another method. The sample was from a patient kept in ICU in an induced coma for multi-organ donation. B-hcg is tested per hospital protocol before organ donations, due to the false positive result the organs were discarded.

Manufacturer narrative:
The conclusion code was corrected to 75 h10) the device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). An error was identified on june 12, 2017, the conclusion code did not identify a malfunction as the reagents were expired.